Event description:
Pt experienced a non-responsive electrode (edc) during use of the freehand system hand grasp neuroprosthesis. Initially it was undetermined if the electrode was not responding or if the muscle was too weak. Surgery was scheduled to make this determination in 1/01. During surgery, the suspect electrode was removed and another one was placed and did get an appropriate response. The new electrode has restored function. Within a month after surgery, another electrode (fdp) had stopped functioning. It is suspected that the pt hooks an arm around the hard back of the wheelchair and puts excessive pressure right on the interlead site.